Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "patient went down to CT scan for contrast CT imaging --ctpa and CT renal tract. Patient had cvc inserted and was planned to inject contrast through the pressure injectable port (brown lumen ). This was checked and flushed by the attending nurse and subsequently lumen was not clamped while injecting contrast. Brown lumen exploded and contrast spillage occurred." It was reported the cvc was replaced without issue. The patient's condition was reported to be fine.

Event description:
The complaint is reported as: "patient went down to CT scan for contrast CT imaging --ctpa and CT renal tract. Patient had cvc inserted and was planned to inject contrast through the pressure injectable port (brown lumen ). This was checked and flushed by the attending nurse and subsequently lumen was not clamped while injecting contrast. Brown lumen exploded and contrast spillage occurred." It was reported the cvc was replaced without issue. The patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided one photo for analysis. The complaint of a ruptured extension line was able to be confirmed by the photo. This distal extension line was ruptured halfway between the luer hub and the juncture hub. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a ruptured extension line was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.